Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 385mg/dl. It was stated that the cannula was bent when it was removed. The customer stated that the insulin pump did not alarm event though the cannula was bent. No further information was provided.